Event description:
Customer called to report damage to the insulin pump.. Customer stated that there is a crack on the top of the reservoir around the lip. Customer's blood glucose reading was 153 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit received with broken reservoir tube lip. Unit received with cracked case at display window corners, reservoir tube, reservoir tube window, belt clip slot and battery tube threads. Unit received with minor scratches on display window. Unit received with missing reservoir tube lip o-ring.